Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Visual observations internal to the motor identified: excessive motor bearing wear with shaft end play, and black material around the bearing. The evidence suggests cause to be the motor. Due to the motor bearing failure, the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 in the biomed shop. It was also reported there was no patient involvement.